Event description:
A surgeon reported that during a glaucoma filtration device (gfd) implant procedure, the gfd was clogged as there was no flow of aqueous humor after the gfd was placed in the eye. The gfd was removed and replaced with another gfd. The second gfd was also confirmed to have no flow and it was replaced with another gfd during the procedure. The procedure was completed and there was no patient harm. Additional information has been requested, however, no further information is expected. There are two medical device reports associated with this event. This report is for the second gfd that was removed.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other complaints reported in the lot number. Additional information has been requested, however, no further information is expected. (B)(4).